Event description:
The neurosurgeon reports using this device for the last two months. They reported the guide wire and catheter appeared to be flimsy. On one occasion the catheter broke inside the pt and the tip was not retrieved. The pt was observed for infection or adverse event but remained in stable condition with no incident noted. The catheter will not be returned for evaluation. A copy of the mandatory report was received from the user facility. The report indicated, while the lumbar drain was being removed a small portion (7mm) of the distal tip of the lumbar drain catheter broke subdermally. The guide wire partially came apart while inserting the catheter.